Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was released from the hospital and still had high blood glucose due to steroids given. Customer received bolus delivery and manual injection and blood glucose remained high at 579 mg/dl. Caller declined troubleshooting for high blood glucose.